Event description:
Customer reports he has been experiencing high blood glucose for an unknown reason. Customer called in to ensure the device was functioning correctly. On (B)(6) blood glucose was 398 mg/dl, treated with manual injection and did a complete set change. On 05/05 blood glucose was 449 mg/dl. Current blood glucose was 279 mg/dl. Troubleshooting was performed. Drive support cap was reported normal. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. Settings were correct. Customer did not have tubing clamp, unable to perform high pressure test. Cannula was not bent of occluded. Site was not sore or irritated. Customer was advised to do a complete set change. Tubing clamp was sent. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.